Manufacturer narrative:
An event regarding joint instability involving a triathlon baseplate component was reported. Review of the provided medical records confirm malposition of the baseplate. Method & results: device evaluation and results: not performed as the baseplate was not returned, it remains implanted. Medical records received and evaluation: the medical review indicated: on the tibial side, the tip of the fibula is relatively close to the joint level indicating more than average tibial bone has been removed resulting in a low baseplate (mal)position. Valgus malalignment of the knee in combination with inadequate initial tibial bearing thickness has contributed to chronic instability with pain requiring revision. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusions: a review of the provided medical records by a clinical consultant indicated on the tibial side, the tip of the fibula is relatively close to the joint level indicating more than average tibial bone has been removed resulting in a low baseplate (mal)position. Valgus malalignment of the knee in combination with inadequate initial tibial bearing thickness has contributed to chronic instability with pain requiring revision. No further investigation is possible at this time. If additional information becomes available such as additional x-rays, this record will be reopened.

Event description:
It was reported that patient's right knee was revised due to pain and instability. The insert and patella were revised. Update based on med review findings: valgus malposition of the femoral component. Low baseplate malposition after excessive proximal tibial bone resection with inadequate initial tibial bearing thickness for compensation. Explants show a triathlon cr tibial bearing with wear damage. The triathlon patella has a fissure along the periphery of the device with wear roughness over the central part of the device.